Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Because we swallow it [accidental device ingestion]. It could be that using direct is bad... [Device use error]. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of accidental device ingestion in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and device use error. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion and device use error were unknown. It was unknown if the reporter considered the accidental device ingestion and device use error to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received via interactive digital media (facebook) on 28 jul 2021. The consumer reported that "it could be that using direct is bad for us because we swallow it."